Event description:
It was observed that during the device evaluation that high flow insufflation unit had a blown fuse and insufflation pipe has corrosion.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it¿s likely blown fuse and corroded insufflation pipe occurred due to an electronic component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.